Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported with a description of torn or broken haptic. Additional information has been requested, received and stated during surgery the lens was split when putting into the eye with patient contact. There was no patient harm.